Event description:
The reporter did meter to lab comparison tests, one right after another. The capillary meter reading was 95 mg/dl, and the venous lab test result was 124 mg/dl. The reporter did not have any symptoms. A control test was not done due to unavailability of supplies. The reporter had never cleaned the contact points on their meter. On followup, the reporter confirmed the results of the reported tests. No harm was alleged.